Event description:
It was reported during a reprogramming session, the sjm representative was only able to provide the patient with effective left sided stimulation. The patient is without right sided stimulation. X-rays revealed lead migration. The patient stated, he had stumbled on several occasions, but has never fallen. The patient may undergo surgical intervention at a later date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where his lead was repositioned. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.